Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports having several episodes of severe debilitating tmj (temporomandibular joint) when using the aligner trays. Had to see the dentist due to severe tmj which was extremely painful and locked the jaw. The dentist took xray and prescribed corticosteroids and antibiotics. Once the tmj resolved, the patient tried wearing the aligners, and had similar jaw pain start up ( attempted multiple times). The patient saw the byte safety notice and confirmed to have bite malocclusion, a dental implant, and now due to wearing the aligners, tmj. As a result, the dentist advised not to wear these aligners anymore. Pain level at 7, inflammation, sensitivity, discomfort, not fitting and jaw discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.